Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a few incidents where he took too much insulin because of the scroll wrap feature. Customer was able to stabilize by eating. Customer's blood glucose level was 124 mg/dl. Customer needs no further assistance.